Manufacturer narrative:
Correction to initial reporter address.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
Received a copy of the customer's maude report from the FDA which states, "nurse hung secondary bag and noticed bag was empty 10 minutes later. Clamped tubing to patient. Put pump on pause. Secondary still dripping. Tested bag by lowering secondary and refilling and watching it raise level in primary bag." The customer reported a backflow of a secondary infusion of unspecified medication into a primary of unspecified fluid. There is no report of patient harm.